Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse/mishandling during use.

Event description:
On 10/3/2022 it was reported by a sales representative via email that an ar-2386-10 quadpro thinned out the graft out proximally. What started as a 10mm graft, ended with an 8mm on the proximal end. This was discovered during a procedure on (B)(6) 2022. Additional information requested.